Event description:
A malfunction was reported on the pump. Customer¿s blood glucose (bg) level was 526 mg/dl. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support provided information on how to reset the pump, and the customer successfully reset the device without any recurrence of the malfunction, and the customer could continue using the pump.